Event description:
Got prk surgery to fix a small bit of near sighted vision. Was to be a touch up after lasik done 20 years ago. I have been going back to get checked since (B)(6) at least every 1.5 months. Lots of records in my life! Lots of eye drops to fix dashes. Basically software malfunction caused overcorrection, horrible dry eye, night strain and pain at end of day, can't see well at all even with use of a contact.